Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m-55 implantable tachy lead implanted: 2014 (B)(6); 5076-45 implantable pacing lead implanted 2012 (B)(6). (B)(4).

Event description:
.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported the right and left ventricular leads had dislodged or "pulled back". The leads were removed and replaced. No patient complications have been reported as a result of this event.